Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation it was confirmed that the battery was at 13% capacity, primarily due to three hours of runtime and a high number of rtc starts (871), which count every instance the device turns on for automatic self-tests or due to a failed self-test. The device and battery meet specifications. Evaluation was completed successfully, passing all required bench tests with a known good test battery and an internal inspection. Battery life can be extended by performing weekly rather than daily self-tests. The device has been recertified for clinical use and returned to inventory. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.